Manufacturer narrative:
The actual electrodes from the event were disposed of at the customer site and are not available for evaluation. No clinical log files were provided by the customer for review and the patient's skin condition is unknown. Therefore, electrodes from retained samples of the same lot number 4722 were investigated. The retained samples were subjected to extensive testing including a review of the device history record, as well as a 24-hour wear test with no loss of adherence or ECG signal observed. It was concluded that the retained electrodes were assembled according to specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1218058-2023-00030, 1218058-2023-00031, 1218058-2023-00033, 1218058-2023-00034, 1218058-2023-00035, 1218058-2023-00036, 1218058-2023-00038, 1218058-2023-00039, and 1218058-2023-00040 for similar events reported from the same customer.